Event description:
The pt reported that it was found that the connection behind her ear that lead up into the brain had been broken. The break was verified by x-ray. No pt symptoms were reported. The pt noted she was going to under go a revision, but was unclear on the details of the revision. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.